Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified right coronary artery. A 32 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, the stent could not track down the lesion and the stent was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nos injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts lifted and pulled proximally. The undamaged stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified right coronary artery. A 32 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, the stent could not track down the lesion and the stent was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nos injuries reported.